Manufacturer narrative:
It was reported that a care giver had a back injury and a patient had delay in treatment. No further information was available regarding the alleged caregiver injury and treatment. As CPR was being administered during alleged event, delay in treatment was determined not to have adverse consequences to patient. A visual and functional inspection was conducted by the field service representative, and no defect with the power load was identified.

Event description:
It was alleged that an emt injured their back while loading a patient that was undergoing CPR.

Event description:
It was alleged that an emt injured their back while loading a patient that was undergoing CPR.